Event description:
Elevated temperature and respiratory distress. Two days later, after frequent attempts to maintain a stable IV line, the pt was taken to the cath lab for an insertion of a PICC line. Ultrasound was used to isolate the vessel for use. Unable to pass wire due to thrombosis even after several attempts. During course of removal of the wire, wire got stuck at needle tip. Pt showed resolution to respiratory illness. In 12/2002 pt discharged to home with home healthcare.